Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 2atm, 3 atm and 4atm respectively. However, the device ruptured upon fourth inflation at 6atm for a few seconds and a pinhole was noted. The device was removed from the patient's body without any problem. No complications reported and patient was in good condition post procedure.